Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that patient has been experiencing intermittent sharp nerve pain from his waist to his toe. Patient said the pain comes on suddenly and then subsides. The pain is not specific to any position and happens intermittently. Patient asked what the target pain area is for the patient and caller confirmed patient was implanted for low back/ lumbar pain. Asked if the patient has tired turning stimulation down/off to see if pain subsides. Caller says the know the device has been on and does not believe the patient has tried turning device off to see if the pain is related to stimulation. Health care professional (hcp) told the caller to contact manufacture for manufacturing representative (rep). No trauma/falls reported that could be related to this issue. Stimulation event reported not related to positional movement. Patient considered this a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.